Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported episodes of nonsustained right ventricular oversensing was observed on a merlin transmission. These episodes appeared to be caused by myopotential oversensing. It was recommended to bring back the patient to perform deep breathing and coughing to replicate the oversensing. Turning off the lfa filter was also recommended. The patient was hospitalized in another institute for an unrelated compliant. There have been multiple attempts to bring the patient back. The patient caretaker hasn't allowed the patient to return to the clinic. A follow-up appointment was scheduled.

Manufacturer narrative:
(B)(4).

Event description:
New information received states inappropriate auto mode switching episodes were observed due to far r-wave oversensing. The patient was asymptomatic. A programming change was recommended. No further information is available.